Event description:
It was reported, that the patient underwent a full explant. Additional information was received, reporting the full explant occurred on (B)(6) 2024. The rep was called to the ER to check a patients device, for a MRI. Upon arrival, rep interrogated the device, found that there was a high on multiple contacts in the right side. Rep informed, the patient that they could not have a MRI. The patient informed, the rep that they were there, because of an infection. And that healthcare provider (hcp) had planned to have the entire system removed that afternoon. Rep told, the patient that as long as the entire system was removed, they can get a MRI after the procedure if needed. The cause of the event: was that the patient has had their prior device removed, due to infection. Was re-implanted and got another infection. Patient is diabetic as well. Since, this is the second infection, the surgeon chose for full removal versus, placing the patient on antibiotics to see if it cleared. The patient had the system removed and was placed on antibiotics. This information has been confirmed, with the physician.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: sensight, product ID: b32000, (lot#: 082m19323a), product type: 0001-accessory, implant date: (B)(6) 2023, explant date: (B)(6) 2024, brand name: sensight, product ID: b3300542, (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2023, explant date: (B)(6) 2024, brand name: sensight, product ID: b3300542, (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2023, explant date: (B)(6) 2024, brand name: sensight, product ID: b3400060m, (serial#: (B)(6)), product type: 0191-extension, implant date: (B)(6) 2023, explant date: (B)(6) 2024, brand name: sensight, product ID: b3400060, (serial#: (B)(6)), product type: 0191-extension, implant date: (B)(6) 2023, explant date: (B)(6) 2024, brand name: sensight; product ID: b32000, (lot#: 082m22623), product type: 0001-accessory, implant date: unknown, explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. From the manufacturer¿s representative (rep) reported, the cause of the impedance issue wasn¿t determined, since the system was going to be removed anyway.